Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. Their trial start date was (B)(6) 2024. It was reported that the patient was experiencing pain, discomfort/soreness/pinching, and difficulty sleeping. The issue was ongoing. On (B)(6) 2024, the patient stated they could not take the antibiotics due to being nauseated. Patient stated they couldn't stand this being nauseated all the time. They had this in the past when they were pregnant. Patient stated they were still having pain as they were bending over all the time. Patient stated they felt they may need to go to a nursing home. Patient advised to contact their clinician with their concerns. On (B)(6) 2024, the patient mentioned they had blood and their back was swollen and they had pain. On (B)(6) 2024, patient said that they were in the hospital on the 3rd. Patient complained that their belt was too tight around their chest and was giving them pain. Support link referred them to their health care p rofessional for medical advice. On (B)(6) 2024, they stated their lead had moved and their symptoms returned. The patient was also experiencing pain in their legs and support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health.